Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured, which was confirmed via x-ray. The rv lead remains in service and no adverse patient effects have been reported.